Event description:
It was reported that the patient presented complaining of pre syncope. Oversensing and externalized conductor via fluoroscopy were observed. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.